Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the geo ipc computer did not start. The fse confirmed that the damaged geo ipc's power supply is causing the geo ipc computer to not boot up. The fse replaced geo ipc power supply. After replacement the geo ipc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that it was not possible to move the allura xper fd20 system geometry as the complaint device would not boot up. No studies could be conducted. It was later indicated that the geo ipc computer did not start as the power supply was damaged. No harm has been reported. Philips has started an investigation of the complaint.